Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter powered off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter first started powering off during use at 12am on (B)(6) 2015. The patient manages his diabetes with insulin pump therapy. He reported that "about 6 hours" after the start of the alleged issue, he developed symptoms of "lack of energy, sluggish [and] hot". He also reported that at 7:48am on (B)(6) 2015, he administered his usual dose of medication - 4 units of novalog insulin. He denied receiving any other treatment for his symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there had been no trauma or misuse of the product. The patient was using a lithium battery in the meter rather than the recommended alkaline battery. The patient replaced the battery, but the meter would not turn on. The cca educated the patient on the meter's behavior and auto-shutoff but the issue remained unresolved and was not resolved with training. Replacement products were sent to the patient. In conclusion, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.